Manufacturer narrative:
The customer was told to charge the batteries overnight. After charging the batteries, system operates as intended.

Event description:
It was reported the system is displaying a filament regulator error code and the image quality is poor. No patient injury was reported.